Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient experienced light headedness. The cgm value at home was 87 mg/dl and no bg fingerstick value at home was available. The patient went to the hospital due to her symptoms and received treatment with two bags of IV ¿sugar water.¿ the cgm was different from the bg value, and one set of readings were cgm 87 mg/dl and the blood glucose reading was 51 mg/dl. At the hospital the patient¿s blood pressure was extremely low (unspecified value). The doctor indicated the treatment was due to her symptoms and the low blood pressure. The patient recovered after treatment, and was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.